Manufacturer narrative:
The estimated implant date is (B)(6) 2014.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.